Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports there was a connection issue between the titanium adapter and the catheter. On (B)(6) , the patient had a peritoneal catheter, which is connected to a baxter transfer set, and the body of the titanium adapter unscrewed from the patients catheter. The titanium adapter sleeve remained in the catheter. The following morning the patient went to the hospital. The titanium adapter and transfer set were exchanged in the hospital. The titanium adapter was removed without requiring force. A suspected peritonitis protocol was performed, with a sample collection and antibiotic treatment. The patient continues with antibiotic treatment. The first white blood cell count is in range, and he is asymptomatic.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, incoming performs acceptance sampling inspection, which would identify issues in the adapter ports. This complaint will be used for tracking and trending purposes.